Manufacturer narrative:
(B)(4). Method: lens work order search. Results: a lens work order search was performed and there were no similar complaints found. Conclusion: no conclusion can be drawn. Based on the complaint history and work order search, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
It was reported that when the box of the micl12.1 implantable collamer lens was opened the customer noted a small tear in the lens. It was unknown whether the lens was damaged during handling or if it was received in this condition. No patient contact.